Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn0845 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after a contrast-enhanced tomography exam, it wrapped around the patient's arm, and it was necessary to pass a new device.

Event description:
It was reported that after a contrast-enhanced tomography exam, it wrapped around the patient's arm, and it was necessary to pass a new device. ___ additional information received: ¿ could you elaborate more on the description of the event? How did the catheter get wrapped around the patient's arm? In this case, the patient was not hospitalized, he was an outpatient who came to the oncology center to perform a tomography exam and infuse chemotherapy. ¿ was there any impact on the patient/health worker? There was no damage, but the patient underwent a new insertion of PICC for continuity of treatment. ¿ was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? No. ¿ has there been any leakage of medication and/or fluids? No. ¿ has there been blood exposure to mucous membranes or skin? No. Notifying sector: oncology center. Professional category: nurse. Sector of occurrence: diagnostic radiology (usg, tom, MRI). Date of occurrence: 04/06/2022. Occurrence shift: afternoon. What type of occurrence?: vascular access. Identification of the person involved (who suffered the incident): patient. Inpatient?: no. Was there harm to the patient?: yes. What type of device?: PICC. Suspected phlebitis?: no. Has local management been communicated?: yes. Immediate action?: yes. What immediate action (eg, passage of devices, recollection): insertion of a new PICC in the contralateral limb, left upper limb. Description: patient underwent insertion of PICC in facility on 02/16, returned on 04/07 at the outpatient clinic of the oncology center and underwent a tomography of the total abdomen, made use of a contrast pump, after the exam the oncology center called the PICC group to reassess the catheter that was obstructed, a new chest x-ray and the catheter was tangled in the brachial segment, without infusion conditions and absence of reflux. A new insertion of PICC in facility was performed.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.